Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a loss of connection. Dexcom representative advised patient to reset the device which was unsuccessful for the reported issue. Patient was later advised to stop the current sensor session, reset the bluetooth, and restart the receiver which was also unsuccessful. The device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.no additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Sensor voltage was measured and failed. The transmitter was tested on a transmitter tester and was unable to connect resulting in failure. The customer complaint was confirmed. The root cause was determined to be a defective transmitter.